Manufacturer narrative:
(B)(4). A followup report will be submitted when the evaluation is complete.

Event description:
The account generated a falsely depressed hemoglobin of 4.9 g/dl processed on the cell-dyn 1800 on a patient sample that repeated 11.0 g/dl. No impact to patient management was reported. No specific patient information was provided.

Manufacturer narrative:
The customer results were reviewed and suggest that there was an analytical issue with the hgb flow pathway of the instrument. There are several factors that could affect the hemoglobin (hgb) results and these factors could not be eliminated. First, blockage in the hgb flow system due to salt build up. Second, leaks in lines around hgb flow cell. Third, a dirty flow cell due to organic build up. Field service replaced the bubble mix tubing due to salt build up resolved the complaint issue. The cell-dyn 1800 system operator's manual provides troubleshooting information to assist in problem identification, isolation, and corrective action. The complaint incident was an instrument specific issue; therefore, a product deficiency for the cell-dyn 1800 analyzer and the silicon tubing was not identified.